Manufacturer narrative:
The insulin pump motor error alarm during the basic occlusion test and unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor passed motor test. Analysis was unable to perform the no delivery test due to prime anomaly. The pump was received with normal operating currents. No unexpected failed battery test alarm noted. The pump received with cracked reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, failed battery test, and no delivery alarm. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was able to resolve the no delivery. However the customer stated the drive support cap was flush. The customer states the pump was not exposed to a high magnetic field. The customer states they are able to complete the rewind. The device will be returned for analysis.